Event description:
The manufacturer received info alleging a ventilator alarmed for a loss of pressure while in use. There was no pt harm or injury.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and the customer's complaint was confirmed. A ventilator inoperative code was found in the ventilator's downloaded error log. The logged error code indicates a potential malfunction of the ventilator's blower motor. The blower motor was replaced to address the logged error code. There was no pt harm or injury. The ventilator was found to audibly and visually alarm as designed for a ventilator inoperative condition. The manufacturer will continue to trend life support ventilator malfunctions that could potentially result in a loss of therapy.